Event description:
It was reported, that the device display turned grey, a continuous alarm tone was given and the ventilation stopped. The pt was ventilated with an ambubag until the device was replaced. Later in the night the pt died.